Manufacturer narrative:
A review of the device log files confirmed that the delivered dose did not correspond to the target setting during the reported event. Specifically, the monitored dose was approximately 10 ppm lower than the target value. Upon evaluation at the service center, the device met all manufacturer specifications for nitric oxide (no) delivery and for no, no2, and o2 monitoring. A good faith effort was made to obtain additional information regarding the event, including details of the patient circuit setup and other factors that could clarify the cause. Subsequent follow-up with the customer revealed that a syringe had been inadvertently left in the water trap, causing a leak in the system. This user-related setup error was determined to be the definitive cause of the delivered dose not corresponding to the target setting. To prevent recurrence, retraining on proper setup and operation was provided by the linde clinical education team.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the delivered dose did not correspond to the target setting. The patient was being ventilated with a vdr-4 percussionaire ventilator. When the ventilator settings were adjusted from 30/10 to 16/5, the monitored ino concentration reached only 20 ppm despite a target setting of 30 ppm. The device was replaced with a backup unit, after which dose delivery stabilized and returned to expected levels. No adverse effects to the patient were reported. Ventilator mode and settings: vdr-4 percussionaire 16/5.